Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an elastomeric device underinfused. The device had been filled with cisplatin, fluorouracil, and an unspecified radiotherapy solution. The reporter stated that approximately half of the fill volume had not infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.